Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was lowered to 45 mg/dl. The customer was treated with a nasal glucose spray, 5 glucose tablets and then treated with a glucagon shot customer reported that he was at 119 mg/dl after seizure. Customer was using automode feature at the time of incidence. The device will not be returned for analysis.